Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The device was explanted due to high impedance and header connection problem.

Manufacturer narrative:
Review of the fastpath summary revealed high hv lead impedance. Testing on the bench found the device to be normal. The cause of the impedance measurement anomaly was not determined.